Manufacturer narrative:
Nfo anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, the staples were not applied properly and fell out from the device. The jaws of the device remained open. The procedure was completed with another device. No pt consequences were reported.